Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A technical support specialist confirmed that the hospital information technology (hit) team resolved the issue on their end, dialed in to the station and server, verified bidirectional ping connectivity, checked on pyxis enterprise server for synchronization showing the last upload with the current time, and confirmed that the station displayed no error icons and was running without any issue. The customer verified that the ipc station was functioning properly, and the case was closed. The system functioned as intended after the hit team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating with server. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.